Event description:
While using a byte day aligner, patient is experiencing bad headaches and tmd symptoms since using the byte aligners. Aligner treatment stopped.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.